Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed initially without incident. Approx six mos post procedure, the pt returned with pain. It was noted the sling material had eroded through the urethra. The sling was removed without incident and the pt is incontinent. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials.